Event description:
It was reported that the patient presented for an implant procedure. During parameter testing after the right atrial lead (ra) implantation, the noise oversensing was noted. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.